Event description:
Per report received from foreign MFR: after pre-inflation the dr withdrew acs intermediate gw and tried to insert lifeline grand slam gw (300cm) but he could not because there was a kink and deformation. Results of analysis for this kink revealed a pinhole located at the site of the kink.